Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer and the air gas module was replaced and returned for further investigation. Simulated use testing of the received air gas module has reproduced the described customer issue. The received device log files also confirms the issue. We could trace the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2021. The failure was caused by a defective delta pressure transducer and supply pressure transducer on a printed circuit board inside the gas module. The pressure transducers are part of the flow measuring in the gas module. A failure of pressure transducers leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the inlet channel and inspiratory solenoid of the air gas module which is the root cause of the pressure transducer's failure. The most probable source of the water inside an air gas module is moist air from the hospital's external compressor/air supply system. According to the user´s manual maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).